Event description:
Treatment of a carotid ophthalmic aneurysm that was previously treated in 2012 with a pipeline. During the deployment of the new pipeline, it was reported that the pipeline could not be released from the capture coil and the tip of the pushwire fractured in the process. The entire system was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).